Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump by providing pump reset information, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.